Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. No changes or interventions were performed. The patient was in stable condition.